Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the fill tubing step, no insulin was seen exiting the infusion set tubing. Issue was experienced with multiple cartridges and infusion sets. Customer's blood glucose level was 108 mg/dl. Customer reverted to insulin pens for insulin therapy.